Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a threader balloon catheter. The balloon, tip, shafts, hypotube, and bonds were microscopically and visually examined. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, three streams of water emitted from the balloon wall. The balloon was microscopically examined and three pinholes in the balloon wall were revealed. Two of the pinholes were at the proximal edge of the markerband and one pinhole was at the distal edge of the markerband with a pulled over the markerband. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The reported crossing difficulty cannot be confirmed because the clinical circumstances could not be replicated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 1.2mm x 12mm threader¿ balloon catheter was advanced but device unable to cross the lesion. The procedure was completed with a non-bsc balloon catheter of different size. No patient complications were reported and the patient¿s status was good. However, returned device analysis revealed balloon pinhole.